Event description:
After 2 years and 8 months from the primary procedure, the patient presented with pain and instability of unknown origin. The surgeon upsized the liner (from 20mm to 26mm) to improve joint stability and resurfaced the patella. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 dec 2025. Gmk-revision 02.07.0620scf fixed tibial insert sc size 6/20mm lot. Insert semiconstrained 20mm s6 sn (B)(6): (B)(4) items manufactured and released on 25 -oct-2018. Expiration date: 11-10-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.